Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) and the health care professional (hcp) is concerned of premature battery depletion. Boston scientific technical services (ts) recommended to provide a report in order to perform the data analysis. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) and the health care professional (hcp) is concerned of premature battery depletion. Boston scientific technical services (ts) recommended to provide a report in order to perform the data analysis. This device was explanted. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and device specifications were verified. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) and the health care professional (hcp) is concerned of premature battery depletion. Boston scientific technical services (ts) recommended to provide a report in order to perform the data analysis. This device was explanted. The device was returned. No additional adverse patient effects were reported.